Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and an overstimulation sensation. He started to feel pulsation out of his abdomen and three hours later, he was vomiting uncontrollably. He was admitted to the hospital due to acute pain, nausea, and vomiting. The patient stated that he could see the implantable neurostimulator (ins) moving under his shirt. He noted that he sneezed "really hard" a few weeks ago and it felt like the ins moved. Since then he could feel the ins when he bent over. His health care professional reported that this had happened once before and that time, the ins had increased from 3v to 5v. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.